Manufacturer narrative:
A DHR review could not be performed as the device lot number is unknown. Photo investigation: the device was not returned. A photo-investigation was performed on the images. Upon inspecting the images provided, the flexible shaft was found to be broken intraoperatively and fragments were generated in the intramedullary canal. The complaint is considered confirmed. The embedded device allegation however, cannot be confirmed as post operative x-ray images were not provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 during a nailing case the synream flexible shaft broke and snapped inside the intramedullary canal. Fragments remained in the patient, a ria 2 was used to try to remove the fragments . Concomitant device: unknown ria 2 (part #: unknown, lot #: unknown, qty. 1) this report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the complaint device 5.0 mm flexible shaft was received at us customer quality (cq), west chester for investigation. The device was visually inspected. Near the proximal end, the shaft had been damaged and broken into two parts. The broken piece was also returned along with the shaft. There were fragments of the part left inside the patient that could be seen in the x-ray provided. In addition to this, there were scratch marks all over the device which could be attributed to wear associated with usage and had no part in the allegation. Device failure/ defect identified: yes. Dimensional inspection: measure dimension: shaft diameter= conforming. Document/specification review: the current drawing was reviewed as there was no manufacture date for the device. Flex. Welle d7.0mm: (current), pipe: (current). Complaint confirmed? Yes, complaint condition of broken can be confirmed. Investigation conclusion: the complaint condition of broken was confirmed on 5.0 mm flexible shaft during investigation and the broken pieces were found embedded in the patient. Although no definitive root-cause can be determined it¿s possible that the device might have experienced unintended forces during use/handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.